Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, the device stopped pacing intermittently and had to be restarted manually each time the device was bumped. The pt was transported to the hosp and their outcome is unknown.